Manufacturer narrative:
H6: a hardware analysis was initiated for 9735783r to determine the probable cause of the reported behavior. Analysis found that there were no failures found. All five ethernet ports were tested and all five pinged without failure and with 0% packet loss. The switch was fully functional. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was for 9735836 initiated to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. All the cables found in the kit was found to be fully functional and it was able to pass a continuity test with no opens or shorts detected. However, the bulkhead connector had an open at pin 8, the contact was damaged. Codes b01,c07,d02 are applicable. The following parts that were previously reported are no longer applicable to the event: 9735798r and 9735843. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure in which there was no patient involvement. It was reported that after receiving the system for a demonstration, upon boot-up, they received "localizer not detected". There was troubleshooting present. It was reported that another navigation system on site helped confirm the issue was within camera cart. The power over ethernet (poe) light was green. The arm was opened and damage was seen to the ethernet cable chain. The damaged cable chain was bypassed and the localizer connected. Additional information was received. It was reported that the poe had a green status light when the representative (rep) bypassed the camera chain. The positioning sensor unit (psu) had power but was still displaying localizer not connected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735836, serial/lot: unknown, product ID: 9735843, serial/lot: unknown, product ID: 9735798, serial/lot: unknown, and product ID: 9735783r, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.